Event description:
The user reported an issue with an incorrect time setting on their insulin pump. There was no adverse impact on the customer's blood glucose level, as past settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the user in updating the pump's time setting and advised monitoring for any future discrepancies, which the user acknowledged.